Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the patient went for an evaluation. The child psychiatrist feels that the patient's reaction to the cochlear implant is not behavioral. The cochlear implant was tried while the patient was asleep and she had an 'overstimulation' reaction that actually woke her up. All the tests carried out did not show an actual failure, but it does appear that the overstimulation is real. The family and doctor want a re-implantation.